Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was returned without any original packaging. The anchor and one set of sutures were not returned. The second set of sutures are off of the device. The activation knob is not fully deployed and the cleat is just inside the handle. A functional evaluation could not be fully performed due to the anchor has already been deployed. The activation knob turns and the cleat moves toward the outer handle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use, instruments inside patient, after the deployment of the q-fix anchor, the suture got stuck in the shaft, when surgeon pulled the handle, the entire thing came out from the bone. The procedure was completed with a s+n back up device. The backup was used in an additional bone hole. Non-significant delay and no further complications were reported.